Event description:
Report received of an over-delivery. The customer indicated that the event could have been the result of a possible error in programming the device. In 11/02 at 9:00pm, the pump was programmed to deliver 155ml of lipids at a rate of 11ml/hr. The next day at 5:00am, the pump display indicated that 87mls was infused as expected. The customer contact stated that "somewhere between 5:00am and 7:00am, the pump delivered the remaining 68mls." There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.

Event description:
Corrected info received from the customer. The pump was programmed to deliver 132ml of lipids at a rate of 11ml/hr for a duration of 12 hours.